Event description:
It was reported by the affiliate that during a laparoscopic assisted distal gastrectomy procedure, the knife could not be returned to the home position and the jaw could not be opened after the first firing. The device was removed from the patient through the small incision. Another device was used to complete the case. There were no adverse consequences to the patient. (B)(4)

Event description:
On february 26, 2010, during device evaluation by baxter the stop key was found to be intermittent on the pumphead module keypad on channel b. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. The event occurred during product evaluation on (B)(6) 2010. The user interface module master software version is 5.09.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
The condition of the stop key was found to be intermittent on the pumphead module keypad on channel b was confirmed. The pumphead module keypad on channel b was replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).